Event description:
The procedure was prolonged due to the intervention required. During an elective procedure to perform an axillo-femoral crossover bypass using an externally supported vascular prosthesis. The axillar anastomosis had already been made and the prosthesis had been tunnelled and cut to length. When carefully removing the reinforcement rings to make the distal anastomosis. The prosthesis tore. The prosthesis was repaired with several single stitches.